Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This case, with patient identifier (B)(6) (system 2), is related to case with patient identifier (B)(6) (system 1).

Event description:
Customer allegedly received the following results, with two different aviva meters, within 10 minutes: 590 mg/dl (system 1) and 109 mg/dl, 102 mg/dl (system 2). No adverse event reported. Return of the suspect device was requested for evaluation.